Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is kinked product tank/ check valve tubing. Provider repaired, no new parts listed.